Event description:
The customer reported that the intellivue mx500 patient monitor only visually alarmed for a desaturation event for the neonatal patient in bed 4 on (B)(6) 2021 around 12:25 p.m. No audible alarm was announced. The device was in use monitoring a neonatal patient at the time of the reported event. No death or patient / user injury or harm was reported.

Event description:
The customer reported that the intellivue mx500 patient monitor only visually alarmed for a desaturation event for the neonatal patient in bed 4 on (B)(6) 2021 around 12:25 p.m. No audible alarm was announced. The device was in use monitoring a neonatal patient at the time of the reported event. No death or patient / user injury or harm was reported.